Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of lead, it was noted that the right ventricular (rv) lead had decreased sensing. It was suggested that there was an insulation anomaly with the lead. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition before and after procedure.